Event description:
It was reported, the customer received a keypad anomaly. The customer stated, their buttons were unresponsive and the menu was scrolling without input. It was also found the customer was receiving lost sensor and weak signal alarms. Customer's blood glucose was 151 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc and up arrow buttons on the insulin pump did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Weak signal alarm and lost sensor alarm were not verified and blood glucose meter test was not performed due to unresponsive buttons. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.